Event description:
Event description cpi received information that this patient had died 24 hours after an attempted implant of this sweet tip rx lead. The lead had perforated the right ventrical and tamponade was found. Lead was discarded. Information received from the physician reveals the patient died from myocardial infarction among other cardic issues.